Event description:
It was reported the patient¿s lead had migrated. The patient underwent surgical intervention on (B)(6) 2022 where the lead was replaced with a new one restoring therapy.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. (Patient weight is unknown). The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model:3186, UDI: (B)(4), serial: (B)(4), batch: a000033602. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determine.